Manufacturer narrative:
The device was manufactured 16 may 2016 - 18 may 2016. The device was received for evaluation containing approximately 50 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and revealed a leak/backflow from the fillport. Further examination revealed that the leak/backflow was due to a red coil cap shaving approximately 2.16 mm in length lodged under the check-band. The cause of the coil cap shaving could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked during filling with an unspecified solution. The event occurred before use; therefore, there was no patient involvement. No additional information is available.